Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 15398648 / 15398648.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The leads also had high impedances and reprogramming was unsuccessful in covering patients pain area. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.